Event description:
The patient called lifescan and alleged the one touch basic enhanced meter was reading inaccurately erratic. The readings were 145 mg/dl and 118 mg/dl within 10 minutes. (Meets the lifescan criteria for precision) the patient did not have signs or symptoms of high or low blood glucose and no treatment was sought. The customer care representative performed troubleshooting and the check strip test displayed error 2, cleaned and repeated and the check strip showed error 2 (verified with customer care representative). Based on the information obtained from the patient there is indication the product malfunctioned.